Manufacturer narrative:
No button error alarm noted during testing. Insulin pump received with intermittent act button due to moisture damage on keypad trace. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.